Manufacturer narrative:
The insulin pump was received with blank display due to faulty liquid crystal display driver. Unable to perform the functional testing, including the operating currents measurement, self test, reset error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. The insulin pump had cracked case at display window corner, battery tube threads,reservoir tube, reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.